Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of foreign material on the needle was confirmed and the cause appeared to be supplier related. Three photographs were provided for investigation. Two photos showed the needle, without the needle cover, extending from the needle housing and safety mechanism. What appeared to be a green fibrous material was observed at the distal tip of the needle. The supplier was notified of this complaint. A lot history review (lhr) of asdqs0010 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer dirt was noticed on the needle tip. No other information was provided.